Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off three times during transportation of a patient. The first time, the device powered off immediately after being connected to the patient. The second time when it powered off was while monitoring nibp and spo2. The third time it powered off was when the patient was attached to 12-lead ECG. Each time the device powered off, it was powered back on. Monitoring of the patient could be continued with the same device without observing any further issues.

Manufacturer narrative:
A physio-control service representative evaluated the device but could not verify the reported issue. The device was evaluated extensively but no discrepancies were observed during testing. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.